Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the device was received and evaluated at the service center. The reported complaint that the device displayed an error code : 200 was confirmed. The ID board was identified as the root cause of the reported issue and will have to be replaced to resolve the same. However, the device was returned without repair as per the customer request. Given the information provided we cannot discern a definitive root cause for the defective ID board. A manufacturing record evaluation was performed for the finished device (serial number : (B)(6)), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device (serial number : (B)(6)), and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4).

Event description:
It was reported by affiliate that error 200 occurred with the vapr3 generator ea no further information was provided. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.